Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.

Event description:
As reported to coloplast though not verified, patient was implanted with restorelle dfa mesh. Later the patient experienced pelvic pain, infection, urge incontinence, recurrent cystocele, mesh erosion/exposure, flank and back pain, hematoma anterior to the vaginal cuff and free fluid on the left side determined a left ureteral injury possible ileus, nausea and bloating. A revision surgery, cystocele repair with natural tissue, a CT, placement of a nephrostomy tube and stent placement were performed. Vesicare was prescribed. No explant procedure was reported.